Event description:
Nursing staff unable to fully deflate foley balloon. Urology was consulted and catheter was removed and replaced with secondary catheter. Trauma and significant urethral bleeding noted.